Manufacturer narrative:
(B)(4). The customer reported that the battery failed to charge. There was no report of pt involvement. The battery was evaluated at philips and the failure was verified. Philips sent the customer a new battery which resolved the failure.

Event description:
The customer reported that the battery failed to charge. There was no report of pt involvement.